Manufacturer narrative:
Based on the device inspection results and photographic evidence provided by an arjo representative, the screw securing the backrest hinge to the bed frame was found to be missing. This failure led to the detachment of the hinge and the collapse of the bed's backrest. The patient confirmed that no obstacles were encountered. It is unknown when exactly the screw became missing and under what circumstances. The hinge screw may have been missing for some time prior to the reported event. It is possible that the screw was damaged and subsequently detached due to a previous impact (e.g., contact with a door frame). This malfunction may have gone unnoticed at the time. Based on the available data, this scenario appears to be the most plausible. Nevertheless, due to the lack of detailed information, it cannot be confirmed. The citadel plus instruction for use (IFU 831.374) states: - "operate with caution in crowded hallways, elevators and rooms." - "use slow speed when moving bed around corners and through elevators and rooms." Moreover, the IFU indicates to carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.) Weekly. If the malfunction is identified, arjo or approved service agent should be contacted. Arjo device failed to meet its performance specification since one of the hinges disconnected. This complaint is deemed reportable due to the backrest hinge detachment during use of the bed with the patient. No injury occurred as an outcome of the claimed malfunction.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was informed about an incident involving a citadel plus bed. It was reported that while raising the bed with a patient on it, a popping sound was heard and the bed suddenly dropped back down. One of the hinges had detached. No injuries were reported.